Event description:
Related manufacturer reference number: 2017865-2025-15180. It was reported that the patient presented post-implant procedure experiencing shortness of breath and slight chest pain. Upon device interrogation, varying low voltage impedance, increased r-waves, high capture threshold and loss of capture were observed. A micro-dislodgement was suspected. Upon a computerized tomography (CT) scan and angiogram performed, a cardiac perforation was observed. The device was deactivated and remained implanted. A new leadless pacemaker was implanted instead. The patient condition was discharged post-procedure.